Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017, the patient experienced an introducer needle detached during insertion and was retained in the patient's skin. The sensor was inserted at the arm on (B)(6)2017. Patient's mother reported contacting their doctor. A nurse practitioner called back and walked them through pulling the needle out of the patient's arm. At the time of contact, patient is healthy. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.